Event description:
Per independent repair center statement: the compressor has low output, the pe valve is not shifting, the power switch has a short circuit, the filter inlet is the wrong model, the check valve has a foreign substance, the unit is cracked, 73 percent low o2, and unit is shutting down.